Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device would not spin. The device was not being used during surgery. There were no injuries but it is unknown if medical intervention occurred. There was no additional information provided.